Event description:
It was reported that a replacement ilet pump appeared to have charging issues, and the user was instructed to position the device upright with the connector facing the indicator light and leave it connected for several hours, after which the battery level showed incremental increase during the call. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the device charged when properly positioned, consistent with a charging connection or alignment issue related to the charger-to-pump interface. It was concluded, based on previously established findings for similar reports, that the cause was user technique during charging.